Event description:
Additional information received indicated the device was previously reprogrammed to resolve noise resulting in oversensing, but unfortunately was not successful. Lead damage was suspected, although not confirmed. Abbott technical support was contacted and confirmed the event. No additional intervention has been performed at this time.

Event description:
During follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. No intervention has been performed at this time. The patient was in stable condition.